Manufacturer narrative:
It was reported neck that spins at the male end of the trifuse have cracked/leaked about 5 different times. Received from the customer are 5 tri-port extension sets model 20038e lot unknown. All sets were received with green disinfecting alcohol caps. Also received is one used 4-way stopcock and one used non-bd microclave. The sets were visually inspected for cracks, misassemblies or damages to the components. Visual inspection found on all received sets that the male luer (p/n 630-02698) collar was cracked or broken. Closer inspection under a lab microscope observed no tool marks at the break site of the male luer collar. No further testing was performed due to the obvious leaking that would occur. Equipment used for testing on (B)(6) 2020: optical ram-cnc, eq 08204, 5-feb-21. Device history record for model 20038e could not be performed due to no lot number being provided by customer. The customer¿s reports that the male end of the trifuse have cracked/leaked was confirmed on all five received sets. The root cause of the crakcs and breaks could not be definitively determined. Previous investigations have shown that stress and cracks may result from overtightening on the male luer. In addition, previous similar investigations have found that if the application of alcohol was not allowed proper time to dry when mating components, it could create a bond resulting in difficulties during disconnection. H3 other text : see h10.

Event description:
It was reported that tri-port ext w/3 vlv ports cracked and leaked on 5 occasions. The following information was provided by the initial reporter: material #: unknown, batch #: unknown. It was reported neck that spins at the male end of the trifuse have cracked/leaked about 5 different times. Our nurses are seeing many of the trifuses cracking at the part that attaches the trifuse to the IV tubing or IV hub. The part I am referring to is the neck that spins at the male end of the trifuse. They are noticing leaking and cracking at this junction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tri-port ext w/3 vlv ports cracked and leaked on 5 occasions. The following information was provided by the initial reporter: material #: unknown, batch #: unknown. It was reported neck that spins at the male end of the trifuse have cracked/leaked about 5 different times. Our nurses are seeing many of the trifuses cracking at the part that attaches the trifuse to the IV tubing or IV hub. The part I am referring to is the neck that spins at the male end of the trifuse. They are noticing leaking and cracking at this junction.